Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir cap was broken. The customer's blood glucose level was unknown. The customer also stated that the top of the insulin pump where reservoir was inserted was chipped off due to this reservoir was unable to stay in the insulin pump. The customer was advised to replace the insulin pump and revert to the back up plan and replacement insulin pump will be sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Test reservoir lock properly inside the reservoir tube. Unit was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked lcd window and cracked reservoir tube lip.